Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a return of symptom, which was leaking. Stimulation worked for a few days and then it stopped. The trail was successful; however, at that time he was not drinking alcohol. The patient had been drinking alcohol and wondered if that could be contributing to the leaking. The patient did not know if he should be making adjustments to the stimulation or not. An appointment was scheduled with the healthcare professional (hcp) on (B)(6) 2016. The patient did not really know how to use the patient programmer (pp). The issues started either the (B)(6), but he was not sure. Later that day the patient verified with the pp that stimulation was on. He still had bandages on from the implant surgery. The patient was able to sync with the implantable neurostimulator (ins) and he was on program 3 with stimulation set at 1.4, and verified that it was turned on. The patient wondered if he should increase stimulation. It was noted that when the patient was instructed to place the antenna on the ins site, the patient mentioned he was not sure where the ins was located because sometimes he would get a little pain from the implant surgery but it was not where the bandage was. It was more on his side and so that made it confusing for the patient to locate the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.